Manufacturer narrative:
PMA/510(k)#: k162717 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Machado, 2023 ¿ impact of radiotherapy on adverse events of self-expanding metallic stents inpatients with esophageal cancer. This study is a retrospective analysis conducted at the instituto do cancerdo estadode são paulo from january 2009 to december 2018. Inclusion criteria were patients with inoperable esophageal neoplasm treated with stent for the palliation of dysphagia or malignant fistulas who received radiotherapy prior or after stent placement. Sems placement -for stent placement, egd was performed with patients in supine position under general anesthesia, using a forward-view endoscope (gifh-180; olympus america, center valley, pa, USA). A guidewire was passed through the tumor and placed in the stomach; then, the stent delivery system was inserted over the guidewire. Stents were deployed under fluoroscopic guidance, and direct endoscopic visualization was performed for stents placed at the proximal esophagus. After stent deployment, anesophagogram was obtained to confirm adequate placement of the stent and sealing of fistula when appropriate. Partially or fully covered stents were used according to the endoscopist¿s judgment, with18-,20-,22-, and 23-mm internal diameter (wallflex and ultraflex, boston scientific, watertown, ny, USA; evolution, wilson cook medical, letchworth, UK; hanarostent, mitech, pyeongtaek, korea). The length of the stents was chosen to cover 2cm above and 2cm below the tumor. The resumption of oral liquid intake was allowed on the same day of the procedure, and progression to semi solid and solid foods was done according to patient acceptance. A follow-up was done at regular intervals during hospital visits until patient¿s death or last medical appointment. This file captures 22 patients out of 323 who may have had an evolution esophageal controlled-release stent that experienced migration which is likely to have required surgical intervention. No information - likely required intervention/additional procedures s=4 323 patients were included in the study. Most patients were male (89.2%), with a median age of 61 years.